Event description:
It was reported that the patient has been dry but recently experienced minimal leaking with his artificial urinary sphincter (aus). The physician opted to remove the 3.5 cm cuff and go transcoporal with a 5.0 cm cuff in a different location since the urethra is so small. The patient had a good outcome with no further complications. Additional information received. The dr. Believes that the cuff wasn't as tight as it could have been because the patient had a very small urethra, however, 3.5 cm is the smallest size we offer.